Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) was loaded however, when pulled back to the sheath, the plug was still attached to it. Therefore, the device had to be pulled out and manual pressure had to be held. Manual pressure was provided for 60 min. Hemostasis was achieved by manual compression and then sandbag. There was no reported patient injury. The patient was not hospitalized, and it did not extend the patients hospitalization as a result of the event. The patient recovered after the mynx event. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The type of procedure the mynx vcd was used for was an interventional peripheral procedure. The deployer was certified in mynx training. A non-cordis 5f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedure sheath was on the catheter fully retracted, and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f2004302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. .

Event description:
As reported, the 5f mynx grip vascular closure device (vcd) was loaded however, when pulled back to the sheath, the plug was still attached to it. Therefore, the device had to pull the whole thing out and hold manual pressure. Manual pressure was provided for 60 min. Hemostasis was achieved by manual compression then sandbag. The patient was not hospitalized, and it did not extend the patients hospitalization as a result of the event. The patient recovered after the mynx event there was no reported patient injury. The device will be returned for analysis. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The type of procedure the mynx vcd was used for was interventional peripheral. The deployer was certified in mynx training. A non-cordis 5f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device will be returned for analysis.